Event description:
Nellcor puritan bennett received a call from user facility representative on 08/17/1999, who called to report the following problem: no audible or visual alarm for high or low pressure. No patient harm.